Event description:
Healthcare professional reported for left side, "calcification of benign appearance", "obvious folds", and "inflammatory infiltration of periprotic breast tissue". Patient additionally reported a "prosthetic rupture", "severe bilateral mastalgia, deformity", "rippling", "observed thermal rise", "signs of phlogosis and mucopurulent secretion", "active infection", "treatment with intravenous antibiotic important", "terrible anguish, desolation, horror, fear, patient thought that was going to die. These caused physical, psychological, and mental sequels". The device has been replaced.

Manufacturer narrative:
Continued h.6 f2203 - imaging required. Additional, changed, and/or corrected data. Additional reasons for reoperation: rupture, "treatment with intravenous antibiotic important, observed thermal rise, signs of phlogosis and mucopurulent secretion, active infection". The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported for left side, "calcification of benign appearance", "obvious folds", and "inflammatory infiltration of periprotic breast tissue." Patient additionally reported a "prosthetic rupture," "severe bilateral mastalgia, deformity," "rippling," "observed thermal rise," "signs of phlogosis and mucopurulent secretion," "active infection," "treatment with intravenous antibiotic important," "terrible anguish, desolation, horror, fear, patient thought that was going to die. These caused physical, psychological, and mental sequels". The device has been replaced.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength result were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30007428 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of sep 2019 through aug 2021, was noted an outlier in (B)(6). An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that a sealer was involved in more than one occasion in the sealing process, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "patient presents asymmetry, pain at superficial and deep palpation, for which it is indicated to perform mammary resonance. It reported intracapsular and extracapsular rupture with edematous and inflammatory infiltration of right mammary periprosthetic tissue and left mammary prothesis with undulations and contracture." Baker grade IV. The device remains implanted.